Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 02 (low flow). Guided to system diagnostics system hours were 6374, pump hours were 5649, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 33 percentage, flow rate (fr) was 1.1lpm. Advised this was a good flow rate (fr) for neonate pad. Explained how heater capacity was related to flow rate (fr). They would call back if flow rate (fr) dips below 1lpm for further troubleshooting if needed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 02 (low flow). Guided to system diagnostics system hours were 6374, pump hours were 5649, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 33 percentage, flow rate (fr) was 1.1lpm. Advised this was a good flow rate (fr) for neonate pad. Explained how heater capacity was related to flow rate (fr). They would call back if flow rate (fr) dips below 1lpm for further troubleshooting if needed. Per follow up information received via phone on 28jul2024, it was reported that therapy was completed on the patient without any impact. Could not provide any patient identifying information. They needed to make sure that they were using the device correctly, no issues.